Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead continued to back out of the coronary sinus several times upon heart contraction at the time of the initial implant. The initial lead was not used and a new lv lead was utilized for better placement. No patient complications have been reported as a result of this event.